Event description:
The reporter stated that all of the keypad buttons were responding slower than usual a month ago and now the up arrow and down arrow keypad buttons are occasionally intermittently responsive. The pump was reportedly not exposed to water and the patient cleaned the pump using a soft damp cloth.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.